Event description:
It was reported that a user on first-day ilet therapy experienced a low glucose alert on the system and ingested oral carbohydrates, followed by an unannounced meal, after which the ilet displayed high glucose and a confirmatory fingerstick measured 420 mg/dl. Investigation included review of device data and user interaction with meal announcements and correction guidance. Further investigation of this case revealed that the post-event hyperglycemia was consistent with carbohydrate intake without a timely meal announcement, with subsequent algorithm-driven correction and no device malfunction observed. No clinical symptoms associated with fluctuating blood glucose. Outcomes included correction with the ilet algorithm and improvement in glucose values without medical intervention or hospitalization. It was concluded that the event was user-related with cause of the initial low then high glucose sequence unclear but consistent with treatment of hypoglycemia and subsequent unannounced meal, and that no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.